Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power, low battery or weak battery alarms noted. The insulin pump passed functional testing. The insulin pump was received without original battery cap. The unit had a broken reservoir tube lip, missing reservoir o-ring, cracked display window corner, minor scratches on the lcd window and a missing end cap sticker. The insulin pump had a button error alarm due to moisture damage on keypad traces.

Event description:
It was reported that the customer was hospitalized with diabetic ketoacidosis and high blood glucose of 600 mg/dl. The insulin pump had alarmed with a button error. Leading up to the hospitalization, it was very hot where the patient was living, and the moisture there is hot as well, it was stated. The patient's symptoms included vomiting and attempting to expel ketones. The patient was wearing the insulin pump at the time of hospitalization. The customer was advised to discontinue use and revert to a back-up plan. Other issues involving the insulin pump included that it was alarming weak battery, there was a crack on the reservoir compartment, and the left bottom of the side screen of the insulin pump was said to be degrading. Nothing further was reported.